Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of sensing without exhibiting loss of capture. A guidant technical services (ts) consultant discussed the possibility that the lead had dislodged, and that it was still in contact with tissue that allows it to pace. Ts recommended obtaining an x-ray to verify lead position. To date, there have been no reported patient symptoms associated with this clinical observation.